Manufacturer narrative:
H3: product analysis of the device concluded that the software got corrupted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available for product ID: nim4cpb1, serial/lot #: (B)(6) as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes of fdm b21, fdr c21 and fdc d16 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the nim vital was not booting up, battery back up will not work and main usb port works inconsistently. There was no patient impact.

Manufacturer narrative:
H3: product analysis for product ID: nim4cpb1, serial/lot #: p1910243/219421223 concluded that the software got corrupted. H6: code of fdr c020701 and fdc d20 are applicable for product ID: nim4cpb1, serial/lot #: p1910243/219421223. Additional code of img g02002 is applicable for product ID: nim4cpb1, serial/lot #: p1910243/219421223. Previously applied code of d16 is no longer applicable. Additional code of img g02005 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.